Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that defective downstream occlusion (dso) was the cause of the reported issue. Service will replace the dso sensor to correct the reported issue and perform full preventive maintenance and all functional tests. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the cadd solis vip pump displayed an alarm that the cassette is not attached properly. The issue occurred during testing.